Event description:
A physician questioned an initial architect c8000 calcium assay result of 3.78 mmol/l (15.12 mg/dl). The sample retested at a value of 2.04 mmol/l (8.16 mg/dl). There is no impact to patient management reported.